Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a frozen display. The customer stated that the insulin pump had started freezing about 2 weeks leading up to the phone call. He stated that he removed and reinserted the battery, and the insulin pump worked fine. However, he reported that the frozen display occurred again 2 days prior and again on the day of the call. He reported that the button error alarm occurred thereafter. He was unable to verify whether the time was advancing. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was programed and monitored for three days and no anomalies were noted with the display. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratches on the reservoir tube window, and stained end cap sticker.